Manufacturer narrative:
Product complaint # (B)(4). Additional information: a 1. Patient identifier, a 2. Patient age at the time of event, a 2. Age unit, a 3. Gender, a 4. Weight of the patient, a 4. Weight unit, b1 is adverse event, b2. Is other serious, h 6. Health effect - impact code additional information was requested, and the following was obtained: ¿ what is the lot number? => the department that handles surgicel has been changed, so the lot number cannot be traced in this hospital. ¿ was the reoperation related to the potential surgicel gauze found at the patient's pelvic floor? =>contrast-enhanced CT showed a mass in the lateral rectal space, and the patient underwent laparotomy to remove the foreign body. ¿ are there any pictures of the brownish mass found at the patient's pelvic floor? => yes the patient demographics] initial is as. 47-year-old woman. 166cm, 72kg. [Progress] patient is in good condition. [Health injury details] CT images showed a surgicel-like object remaining in the body, which was removed by laparotomy. [Treatment details] on (B)(6) 2023, the patient underwent laparotomy to remove a foreign body, believed to be a surgicel [reason of the seriousness] patient impact is minor because the extraction has been completed. {product use details] original description : in (B)(6) 2022, the patient underwent open uterine myoma recurrence surgery. Recurrence : in (B)(6) 2023, the patient underwent re-surgery by laparotomy. Recurrence : in may of the same year, the laparotomy was opened to resect the disseminated tumor. The tumor was examined and found to be a stamp. At that time, a 2.5 cm capsule-like object was found near the pelvic floor rectum. The content was a brownish substance. The capsule was soft. It was preserved in formalin. There was no effect on the patient. =>*correct description : in (B)(6) 2022, a laparotomy was performed due to recurrence of uterine fibroids. Because 3600 ml of bleeding occurred, surgicel gauze, tacoseal, and veriplast were used for hemostatic purposes to stop bleeding in the right basilar ligament. Seprafilm was used to prevent adhesion. On (B)(6) , 4 months later, contrast tc showed a brown capsule-shaped mass 2 cm in size in the lateral rectal space, so the patient chose to have it removed by laparotomy. On may 15, the patient underwent excision of the pelvic mass. Disease name: smooth muscle tumor unknown malignant potential a 2.5 cm capsule-shaped object was found near the pelvic floor rectum. A dried clot was found in the lumen. Gross findings included fibrous material and infiltration of hemosiderin-poor histiocytes. The pathologist's findings were that it appeared to be an endometrioid cyst, but the above features could also be seen in the process of artifact absorption. The capsule is soft. It was preserved in formalin. On (B)(6) the mass was now removed and the patient recovered. Here is what the doctor heard from the patient. The patient underwent a total hysterectomy in (B)(6) 2022 at the park bell clinic via a single hole speculum. During that procedure, a total of four morcellator teeth were broken when the uterus was being removed from the incision wound, and since the clinic did not have the teeth in stock, the wound may have been closed without removing the tumor. At the request of the clinic in question, a CT scan was performed in 2019. The CT scan was performed in march 2023, what appeared to be a myoma was read in the location of the uterus that was supposed to have been removed.the shadow of what appeared to be a fibroid was also visible across the entire abdominal cavity, and the doctor commented that the doctor commented, "it is possible that the tumor was not completely removed during the initial surgery and has spread over the years." [Surgeon¿s comment] residuals may be surgicel, but not sure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h1. Type of reportable event

Event description:
Philips received a complaint from the field service engineer on behalf of the customer indicating on the v60 that a blower high temperature alarm was observed. It is unknown if the unit was in patient use at the time of the reported issue. There is no report of harm to a patient. The investigation is ongoing.